Event description:
It was reported that the vns patient had been experiencing an increase in seizures and having pain at the generator site. It was noted that the patient had a fall when the issues first began. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. A battery life calculation using the available programming history showed greater than 10 years remaining. No further information relevant to the event has been received to date.

Manufacturer narrative:
Review of the available programming and diagnostic history.